Event description:
Osha and the cdc require the use of puncture-resistant, heavy-duty utility gloves in the instrument processing area in the dental healthcare setting. Hu-friedy lilac utility gloves -#40-060- are identified by hu-friedy on its website and markets these gloves through dental supply companies as puncture-resistant utility gloves. The packaging for these gloves states that they are "puncture resistant." I emailed hu-friedy to determine if these gloves are certified as puncture-resistant by osha and the cdc. They never responded to my info request. Clinically, I know that these gloves are not puncture-resistant: a 20 gauge or 23 gauge needle passes through them with virtually no resistance. The use of non-puncture-resistant utility gloves by healthcare workers believing that these gloves are puncture-resistant when they are noncompliant with osha and the cdc regulations is not only fraudulent, it is unhealthy and dangerous. The FDA should stop hu-friedy from misrepresenting these gloves as puncture resistant and they should recall these gloves for the safety hazard that they present to healthcare workers.